Event description:
Revision surgery due to ha coated std stem loosening (osteointegration disorder), at about 8 years 5 months after primary.

Manufacturer narrative:
Batch review performed on 21 october 2024. Lot 155238: (B)(4) items manufactured and released on 14-jan-2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by medical affairs director. A revision surgery was performed approximately 8 years after the primary total hip arthroplasty (tha) due to osteointegration disorders. Clinical details about the patient's status are not available. The x-ray images reveal signs of loosening, particularly in the proximal portion of the femoral stem, as well as evidence of stress shielding. Images of the explanted stem show extensive fibrous tissue around the mid-stem, confirming that osteointegration did not occur as expected. Aseptic loosening is a well-documented complication in cementless primary hip arthroplasties, with often unclear etiology. In this case, the exact cause of the failure cannot be determined. Investigation performed by r&d project manager. Looking at the images attached to the complaint it is visible the expianted stem covered with patient blood; extensive fibrous tissue around the mid-stem body is clearly visible from the images. Some minor signs and scratches are visible on the neck part probably due to revision surgery. The root cause is unknown.